Event description:
The patient experienced "a real nasty jolt of power" on the opposite side of her head where stimulation was normally felt. She visited her physician and it was noted it was due to the patient programmer. There were no issues "with her wires." The patient received a loaner programmer from the manufacturer and had not experienced any further issues. Additional information was requested.

Manufacturer narrative:
(B)(4).